Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 304 mg/dl after using a new infusion set. Customer did not mention any symptoms from the high blood glucose levels. However, the customer treated their blood glucose levels with a bolus from the insulin pump. The customer mentioned that they had an error alarm form the insulin pump. The customer was assisted with trouble shooting and the insulin pump passed the test function. Customer was advised to chance their sets. The insulin pump was not returned for analysis.